Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that the patient experienced coupling and/or communication issues with the implantable neurostimulator (ins). It had been about one year since the device was last recharged. The adjust antenna screen was received on the recharger, and the poor communication screen was received on the programmer. An ins over-discharge was suspected. There were no patient symptoms or injury reported. It was later reported, in (B)(6) 2010, that the patient had not seen the physician and the device issue remained. It was later reported that the patient's device was confirmed to be over-discharged. The device was removed and replaced with a primary cell system. The patient was doing "great" at the surgical follow-up appointment.